Event description:
It was reported the patient had their pump removed due to a "staph infection". The patient reported having "2 units" which were implanted, and "both times I developed staph infections" (please see manufacturer report #3004209178-2012-05899 regarding second pump). The patient indicated that due to the events that life had been "totally disrupted". No further information was reported. The patient's most recent pump was delivering fentanyl and clonidine, however, it was unclear if that same medication was being delivered via the pump being addressed in this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot#: l58363, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type: catheter. (B)(4).